Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for an unknown procedure. During the procedure, the user mentioned that the device was unable to deliver rf energy when attempted. The rf wire was re-connected multiple times, yet no change observed. The wire and cable were then replaced, and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed). There were no error codes displayed and the bmc rf generator was in ready mode when the issue occurred and the rf tone was heard when energization was attempted.